Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be use related. One 3fr s/l per-q-cath PICC was returned for investigation. The PICC was received without the stylet. The stylet had been removed through the septum on the t-lock extension set and the t-lock extension set remained attached to the connector. It appears that the catheter was never trimmed. A functional test revealed leaks from the multiple locations in the tubing between the 0 mark and the 4cm depth mark. The leak sites were microscopically examined and longitudinal splits were found on the external surface of the tubing. The damage to the tubing was greater on the inner lumen wall. The adjoining surfaces of the split tubing revealed a granular appearance. Since the extent of damage was greater on the inner lumen wall, it was determined that the catheter was damaged from within the lumen. This type of damage can occur when the stylet is repositioned within the PICC without flushing the catheter. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of reay0786 showed no other similar product complaint(s) from this lot number.

Event description:
The nurse reported that in preparing the catheter for insertion numerous holes were noted along the catheter. The product was not used on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay0786 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
The nurse reported that in preparing the catheter for insertion numerous holes were noted along the catheter. The product was not used on the patient.